Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. He device was returned to the service facility for evaluation. During evaluation, the reported issue of seeing issues. Usb cable has been pulled from the housing was confirmed. The usb cable has been pulled from the sherlock sensor housings, exposing the conductive wires. The root cause of the reported failure was identified as a material failure of the usb cable due to device use.

Event description:
On 28 may 2025, found during evaluation at bd service center: the usb cable has been pulled from the sherlock sensor housings, exposing the conductive wires. No other information provided, at this time.